Event description:
Literature: kumar r, goyal v, chauhan rs. Venous air embolism during microelectrode recording in deep brain stimulation surgery in an awake supine patient. Br j neurosurg. 2009; 23(4): 446-8. Summary: this article presents a study of a patient with idiopathic parkinson's disease, who experienced venous air embolism during microelectrode recording during a bilateral subthalamic nucleus electrode placement surgery. Reportable event: approximately an hour into the implant procedure, the patient experienced a sudden bout of coughing, and became tachypniac, agitated, and uncooperative. At this time the end-tidal co2 dropped from 34 to 20mm hg, but the oxygen saturation was normal. No hemodynamic changes were noted. Precordeal auscultation noted a "millwheel murmur". The head was lowered and the burr hole was irrigated with a copious amount of saline. The patient was sedated and the lead was placed and the wound closed. CT of the head showed evidence of air in the superior sagittal sinus. There was no intracranial hematoma. The procedure was continued, and the electrode was placed on the other side successfully without complication.